Manufacturer narrative:
The facility has not returned the device for complaint evaluation. If the device is returned for complaint evaluation a supplemental MDR will be filed. Based on similar failures and lab testing of similar devices the probable cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, during the procedure the needle separated from the microtip. It lodged in the patient and was removed with the use of a hemostat. A second microtip was used to complete the procedure. The patient had no difficulty and the procedure went well after the second microtip was used. There was no harm, injury or complication to the patient caused by the failure.

Manufacturer narrative:
The manufacturer received the device for testing. Functional testing could not be completed as the device was returned broken. Device was disassembled for visual inspection. Observed that needle broke at the braze joint. There is no indication of damage to the sheath suggesting contact with hard tissue. Based on similar failures and lab testing of similar devices the probable cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, during the procedure the needle separated from the microtip. It lodged in the patient and was removed with the use of a hemostat. A second microtip was used to complete the procedure. The patient had no difficulty and the procedure went well after the second microtip was used. There was no harm, injury or complication to the patient caused by the failure.